Event description:
A report was received that the patient was experiencing discomfort over the ipg site. The patient underwent an explant procedure. No device malfunction suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.